Event description:
Caller tested 1.3 inr and 1.4 inr on the coaguchek xs system while a comparison lab returned as 2.0 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.